Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was moisture corrosion visible in battery compartment. A battery compartment leak was found during testing. The pump cover was removed to inspect internal components. No moisture corrosion visible on internal components or pcb. Visual inspection of "battery compartment¿ revealed, compartment crack from threads to case seal. The battery cap revealed stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.